Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter, and the lens was implanted upside down in the patients left eye (os). There was no patient injury. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was replaced with another same model/length lens and the problem was resolved. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).